Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. The device was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient noticed the v-go needle button had released prematurely, so he could not use it for the rest of the day. He did not hit it on anything, and thinks it was a faulty v-go.